Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4).

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a throat infection. The patient did receive medical intervention in the form of a doctor's assessment and prescription for antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a throat infection. The patient did receive medical intervention in the form of a doctor's assessment and prescription for antibiotics. The patient also alleged trace of black mold on tube inlet. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal, physical damage, odors, foam material or mold. The manufacturer did observe dirt/dust contamination on the returned filters, the fresh air inlet port, and in the humidifiers air flow outlet port. The manufacturer also found the humidifiers flip lid release is damaged. The inspection of the 2 tubing's and the patients mask found no evidence of mold or debris. The manufacturer visually inspected the device internally and found no evidence of a failure of the sound abatement foam or any mold in the blower motor/box or in the air path of the devices. The manufacturer did find dirt/dust in the blower motor which would be in the air path of the devices. The manufacturer did not observe any evidence of debris or any odors being emitted during the time the devices were operated in the lab. There was no evidence of any black debris on the bacteria filter. The manufacturer applied power to the device and verified airflow. The device was powered on and was found to operate properly. The device's event logs were downloaded and reviewed. The manufacturer found 0 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation but found dirt/dust contamination in the air path of the device, which is likely from external source. Section d4, section d9, section h3, codes in section h6 were updated/ corrected in this report.